Event description:
It was reported that an ilet user experienced persistent hyperglycemia for more than 90 minutes, with a reported glucose value of 350 mg/dl, and the user did not perceive any insulin leakage; the cause of the event was unclear, no alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no long-term impairment. Investigation included review of use history and user-reported troubleshooting. Investigation of this case revealed no device malfunction identified and no confirmed component failure, with use conditions and physiological variability considered as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.